Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer/o-ring. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer/o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and ring of reservoir came off. Customer's blood glucose value was 133.2mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will not be returned for analysis.